Event description:
Patient's wife reported pump broke during last infusion. Specifics of pump defect/malfunction were not reported. It was not reported if the patient missed a dose or experienced an adverse event due to the pump defect/malfunction. Pump is available for return. No further information. Reported to cvs/caremark by: patient caregiver.